Event description:
It was reported that on (B)(6) 2011, the patient was hospitalized with a right cerebrovascular accident (cva) with left sided weakness. On (B)(6) 2011, the patient underwent a stenting procedure in a 70% stenosed, heavily calcified right internal carotid artery. During the procedure, the patient was noted to have worsening of the left sided weakness and extension of the cva. It is unclear if the extension of the cva occurred prior to or during the procedure. There was no treatment given. The patient underwent physical therapy and was discharged to a rehabilitation facility on (B)(6) 2011 with an improved, but continuing condition. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident and weakness are known observed and potential adverse events of carotid procedures as listed in the emboshield nav6 embolic protection system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.